Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, during the advancement of a 26mm sapien 3 ultra valve and commander delivery system through the 14fr esheath, steady force was used. During valve alignment, a valve frame strut was observed to be bent at a 90-degree angle. The decision was made to remove the delivery system, valve and sheath. The devices were removed without difficulty or harm to the patient. A new esheath, delivery system and valve were prepared and successfully used for the procedure. The new valve was deployed ¿beautifully¿. At the time of the report, the patient was in stable condition and doing well. The patient was scheduled for discharge to home on postoperative day (pod) 1. The devices have been retained by the facility and are not available for return to edwards lifesciences for evaluation.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the photographs of the valve revealed one outward bent strut on the inflow side of the valve. Fluoroscopy imagery showed one bent strut on the inflow side of the valve. Photos of the esheath indicated the liner was torn. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints and verified that there has been no other complaint associated with each serial number. Complaint history review from december 2019 to november 2020 for the sapien 3 utlra valve (all sizes) revealed similar reported events for the associated root cause/evaluation codes. Available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (excessive device maneuvering, not retrieving valve and sheath together as a unit, device manipulation during retrieval and insertion, improper removal of stuck valve from sheath) may have contributed to the complaint events. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. The lot met the statistical acceptance criteria as the calculated lower tolerance limit (ltl) and/or upper tolerance limit (utl) of each testing fall within the respective lower specification limit (lsl) and/or upper specification limit (usl). During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the provided images of the device. A review of the DHR, complaint history and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. As reported, ¿during balloon alignment a ¿post¿ on the valve was at a 90 degree angle.¿ it was also stated in case notes that the doctor felt that the loader was not fully inserted to the sheath. Per the IFU and training manual, the loader must be completely inserted into the sheath before delivery system and valve insertion. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub. Without a completely inserted loader, valve can be exposed and interact with the hemostasis valves within the sheath hub, causing damage to the frame. Furthermore, per case note and complaint description, ¿the difficulty was experienced about midway through sheath and the doctor noted it took a steady force to deliver the delivery system though the esheath.¿ as seen in figure 3, esheath liner was torn which indicates that the valve strut has caught on the liner during device insertion. In such condition, additional device manipulation can tear the sheath and further damage the valve. Although a definite root cause of the event could not be determined, available information suggests that procedural factors (loader not fully inserted/excessive device manipulation) may have contributed to the frame damage. Since no labeling/IFU/training manual inadequacies were identified, no corrective/preventative action nor product risk assessment is required.